Event description:
In 2004, the pt was implanted with a vented electric left ventricular assist device (lvad). The vad coordinator contacted the MFR reporting that the pt was brought to the or for a xve pump exchange. Both the pump and inflow valve were exchanged. When the replacement xve pump was started it immediately alarmed red heart, yellow wrench and power limit advisory. The pump was also making a grinding noise. The power base unit (pbu), pbu cable, and system controller were all changed out. After a short period of hand pumping, the pump was re-started. At restart, the pump went again into the same alarm messages. At that time, it was decided to change-out the pump. After implanting a second replacement pump, no further problems were encountered and the surgery was completed without further incident. The pt remains on lvad support while awaiting a heart transplant.

Manufacturer narrative:
The lvad was returned to the MFR on 10/01/2004, and is currently being analyzed. The pt remains on lvad support while awaiting a heart transplant. No further info is available at this time.